Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unpsecified product performance issue. No additional adverse patient effects were reported.